Event description:
It was reported that the patient with this pacemaker system experienced an infection. Subsequently, this right atrial (ra) lead was surgically abandoned and successfully replaced with new pacemaker system. No additional adverse patient effects were reported.